Manufacturer narrative:
Device not returned.

Event description:
A report was received that the patient underwent a lead revision procedure as the leads had migrated.

Manufacturer narrative:
Device remains implanted.

Event description:
A report was received that the patient underwent a lead revision procedure as the leads had migrated.